Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced bent cannula event on (B)(6) 2026 which led to high bg of unspecified values. The patient was treated with insulin pump. No further information available.